Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with tibial component loosening as well as medial compartment subsidence; overall fit and alignment are appropriate; normal bone mineralization; moderate joint effusion. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary operation notes were provided with no complications noted; revision operation notes were not provided for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 42502806601 - femur trabecular metal cruciate retaining (cr) standard porous - 64442543; 42512100810 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes; e-f/cr femur sizes 8-11 - 64349955; 42540200029 - all-poly patella cemented 29 mm diameter - 64561117. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient was revised approximately 19 months later due to tibial loosening. Attempts have been made and no further information has been provided.